Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on 8mm fenestrated bipolar forceps instrument broke away while grasping tissue and proceeding with coagulation. There was no intraoperative collision between the instruments. The instrument was replaced and procedure was completing as planned with no reported injury.